Event description:
In 2007, the lay user/patient contacted lifescan alleging that his one touch ultra does not power on. He claimed that there has been no trauma; however, he admitted that he has not replaced the battery per the owner's manual. The patient usually tests 3 times per day (8am before breakfast, 12-1pm after lunch, and 4pm before dinner). He also takes 70/30 insulin (usual dose is 25 units in the morning and 20 units in the evening, but also adjusts his insulin dosages based on his meter readings). The patient indicated that the power issue first began thrree days earlier afternoon after he had dropped the meter on the carpet. He indicated that he was unable to test his blood glucose levels for approx. 3-4 days prior to contacting lifescan. During the time period that he was unable to test, he continued his usual diabetes care regimen. On event day, the patient developed symptoms of blurred vision and frequent urination. He did not receive any medical intervention from another person; however, he took an increased dose of 70/30 (30 units) later in the evening and claimed that his symptoms were relieved. The customer service representative (csr) attempted to walk the patient through troubleshooting on the phone, but the patient did not have a replacement battery. This complaint is being reported because the patient alleged he became hyperglycemic after not being able to test on his meter for approx. 3-4 days. In addition, the power issue was not resolved over the phone. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.